Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had been experiencing high blood glucose levels. The customer reported having a blood glucose of 600 mg/dl. Troubleshooting was done. The customer expressed no symptoms related to her high blood glucose. The drive support cap of the insulin pump appeared normal. The insulin pump passed the high pressure test. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was also hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 458 mg/dl. The customer stated that she had diabetic ketoacidosis. The customer was treated with an insulin drip. The customer had taken off the insulin pump prior to the hospitalization because she had reverted to a manual injection. Advised that a replacement insulin pump would be sent.